Event description:
It was reported that a cgm error 42 occurred. There was no adverse impact to the customer¿s blood glucose level. The customer received guidance from technical support to reset the pump, successfully preventing the error from recurring, and initiated their sensor session without further issues.